Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (30.0 mg/ml, 9.745 mg/day) via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient missed her refill which should be on (B)(6) 2018. The healthcare provider (hcp)'s calculation indicated that the pump was probably out and they could not refill the pump until (B)(6) 2018. It was later stated that the pump was empty on (B)(6) 2018 according to calculation. The hcp was worried that the pump would be wrecked because of the pump was empty. The patient did not know how often she had a refill. The pump was not alarming. According to the hcp, it should have already happened. There was no medical or therapy problem associated with small parts that was reported. No patient symptom was reported and no further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp). It was reported that the patient was in clinic today for a refill. Patient denied hearing low or empty pump alarms. Hcp stated that the patient was having increased pain. Hcp may call back for assistance with programming alarm test. Pump would be refilled with same concentration. No further complications were reported.